Manufacturer narrative:
Customer report 2 draw bags not flowing through inlet tubing. Returned samples functionally tested. All tests passed. There was no restriction of flow in returned samples. Add'l lot#: 801001. Add'l exp. Date: 01/2011. Add'l device manufacture date: 01/2008.

Event description:
Drain bag inlet did not flow causing a backup of urine, infection possibly associated with backup.